Event description:
It was reported that both the right ventricular lead (rv) and the right atrial lead (ra) showed impedances over 7558 ohms. It was confirmed that the leads did not go through high impedance at the same time. It was also reported that lead warnings triggered on both leads as well as increasing thresholds. The rv and ra leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the full lead was returned, analyzed and the connector pin/crimp core corroded. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was tissue on the helix. The analyst visual comment revealed that there is corrosion on the connector pin where the set-screw was placed which caused the high impedance readings. Evaluation summary for: (B)(4) - the full lead was returned, analyzed and the connector pin/crimp core corroded. It was noted that the proximal conductor was distorted, the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism. The analyst visual comment revealed that there is severe corrosion of the connector pin for 360 degrees circumference which caused the high impedance readings.